Manufacturer narrative:
The device was returned to olympus and underwent a visual inspection and functional tests. The customer¿s allegation of strong leak found from the channel was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the customer¿s report of leak from the channel: cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the reprocessing of the gastrointestinal videoscope, there was a strong leak found from the channel. A patient infection was reported. There was no contamination of the scope. No further information was available.